Event description:
It was reported the handpieces were used during an unknown number of procedures. During the cases the generator began to emit a solid tone. The system was tested using the test tip and the handpiece was replaced with another handpiece to complete the cases. (The generators have been checked several times to ensure they are within specs and they have passed). No pt consequences.